Manufacturer narrative:
Date of event: customer reports between (B)(6) 2018.

Event description:
During blood aspiration, the user (a nurse) stuck herself in the finger due to improper handling of the safepico. By attempting to remove the needle from the safeguard, which the nurse believed was the handling procedure of the safepico, she got stuck. The aspirated blood was confirmed as not being hazardous. There is no confirmation of any infection.

Manufacturer narrative:
Investigation has identified that it was a use error. Furthermore, the hospital has verified that no further infomation is available and that the case is regarded as closed. H1: neither death or serious injury have been reported. From the initial version of the existing event, malfunction was chosen as type of reportable event. However, as it is a matter of use error, no type of reportable event could be ticked off.